Event description:
The customer reported that the thumbnail views in the image directory did not match the corresponding patient image. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The hard drive was replaced and the calibration files were reloaded. The system was tested and found to be working as intended and put back into service.